Event description:
It was reported that the implantable neurostimulator (ins) had been implanted in the wrong location. It was originally implanted in the patient's buttock but 6 weeks post implant when the patient sat the ins was too close to the spine/tailbone area so it was revised and moved 3" over to a more "fleshy area" of the patient's back. It was noted that this occurred approximately 7 years ago and the patient stated that a manufacturer¿s representative was present. Follow up with a manufacturer¿s representative who registered the patient¿s device reported that the manufacturer¿s representative could remember the healthcare professional (hcp) and stated ¿he was a good physician and she did assist him with many implants.¿ it was stated that the hcp did not always have a manufacturer¿s representative present for revisions, especially pocket revisions as described in this event. The manufacturer¿s representative stated that she had no recall of the patient name or if she assisted with a pocket revision.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), product type: programmer, patient. Product ID: 355029, lot# n074943, implanted: (B)(6) 2007, product type: accessory. Product ID: 377760, lot# v009544, implanted: (B)(6) 2007, product type: lead. Product ID: 37752, serial# (b)(8), product type: recharger. (B)(4).